Event description:
Info was received that reported a pt was hospitalized in 2007, due to diabetic ketoacidosis. The pt is pregnant, and she went to the hospital when her blood glucose meter registered as "high." Upon admission, her blood glucose was 710 mg/dl. She was treated with IV fluids and insulin. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Device evaluation: the suspect device was returned and evaluated. Functional, delivery and accuracy tests were performed, the device was found to pass all functional, delivery and accuracy tests. No operational or functional failure was detected and the product was within specification.